Manufacturer narrative:
Replaced breathing system assembly to fix the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/27/2017 phone call, 6/28/2017 phone call, 6/29/2017 phone call. (B)(4).

Event description:
The hospital reported that, during patient use, the recurring high fico2 issues happened. There was no reported patient injury.